Event description:
Pump malfunction; heparin overdose: nurse report: rn noticed at around 0300, that entire 250ml heparin bag infused over the course of about four hours. I hung a new bag at 2314, paused it at 0024 due to a high anti xa, then resumed at 0100. This appears to be a pump issue due to there still being a volume to be infused of 204.2ml, despite the empty bag of heparin (see picture). I stopped the infusion, pa notified and came to bedside. Protamine sulfate ordered, 62.5mg IV push with a rate of 5mg/min. Patient will be going for a head CT. It turned out negative, clinical engineering tested the pump and supplied tubing, able to duplicate a short burst of free flow of around 15-20 ml every 5 minutes or so. When I use my test tubing the free flow does not happen.